Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia. The blood glucose value when admitted to hospital was 600 mg/dl. The patient was treated with intravenous insulin drip. The length of hospitalization was greater than 24 hours. The patient experienced symptoms such as headache, increased thirst. No further information available.